Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer's blood glucose (bg) level was over 500 mg/dl. The customer address there bg with a manual injection and changed pump supplies.